Event description:
It was reported that the patient had a generator replacement on (B)(6) 2012 and was seen on (B)(6) 2012 for the first time since the surgery. It was reported that when system diagnostics were run, high impedance (8666 ohms) and low output current was observed. The generator was disabled and the patient was sent for x-rays. Per the patient, no manipulation or trauma had occurred which may have contributed to the high impedance. A/p and lateral views of the neck and chest of the vns patient were received and reviewed on (B)(4) 2012. The generator was seen in the left chest. The placement was normal, and the filter feedthrough wires appeared to be intact. In the images provided, the connector pin cannot be visualized past the second connector block indicating that the pin may not be fully inserted. A portion of the lead appears to be behind the generator, so continuity in that portion of the lead could not be fully assessed. The lead was routed upwards to the left side of the neck. The electrodes were visualized and appeared to be in proper alignment. No lead discontinuities or sharp angles were seen in the visible portions of the lead. Based on the x-ray images provided, no clear cause for the high lead impedance could be found; however it is possible that the lead pin is not fully inserted, as it could not be visualized past the second connector block. Additionally a micro fracture that cannot be seen in the images provided, or a break in the portion of the lead which could not be assessed cannot be ruled out.

Event description:
The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Manufacturer narrative:
Review of manufacturing history records. Review of the generator and lead manufacturing history records confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the patient's settings were at 2.50ma/2.75ma and then were changed to 2.50ma/1.25ma (normal mode/magnet mode output currents). The treating rn reported that no decision has been made to revise the vns at this time. Although surgery may occur in the future, it has not occurred to date. After the device was turned off from (B)(6) 2012, the settings were increased again.

Manufacturer narrative:
New information changes the suspect device. Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the device was programmed off on (B)(6) 2014 and the patient was referred for surgery. X-rays were taken. An x-ray report was received which indicated that there is no interruption of leads evident. Clinic notes dated (B)(6) 2014 noted that the lead impedance showed >10,000 ohms. A letter dated 10/03/2012 note that the settings were increased due to the number of seizures the patient has been experiencing lately. It was noted that the current seizure frequency is a departure from his baseline and that he has maintained good control of his seizures previously. The patient underwent generator replacement on (B)(6) 2014 for prophylactic reasons. It was noted during the surgery that the lead pin was not fully inserted into the generator header. It was reported that after replacement of the generator the high impedance resolved.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, indicating that the neurologist was unsure of what to do with the patient. The patient's impedance level had increased to 9000ohms on (B)(6) 2012. The patient had a consult with a surgeon on (B)(6) 2012. During follow up with the surgeon he indicated that he wanted to increase the patient's settings until he could feel stimulation so that the patient would be receiving some therapy. The surgeon was informed of the manufacturer's recommendations to leave the device disabled. The surgeon said that he believed that the lead pin was inserted and the patient is getting therapy, so he again opted to turn the patient on. The patient was then titrated to 2.50ma since that is when stimulation could be felt. The surgeon said that they will reassess the situation when the patient can't feel stimulation again, but would not perform surgery at this time. No further details were discussed at that time.

Event description:
Information was received on (B)(6) 2012, indicating that the patient had started feeling discomfort with stimulation and coughing on (B)(6) 2012. At that time the patient disabled the generator with the magnet. The patient saw the physician on (B)(6) 2012. During programming of the generator, a message was received indicating that the generator was not delivering the programmed output current (2.75ma); it was delivering 2.25ma. The physician lowered the output current to 1.5ma at which point the diagnostic test reported an impedance of 3617ohms. The patient felt comfortable with the output current of 1.5ma. A second diagnostic test was then run, and the results were 5120 ohms. At this time the physician and the patient want to avoid surgery because they feel that the device is working.